Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 for a motor stall, which interrupted insulin delivery and led to persistent hyperglycemia; the user restarted and rewound the pump, replaced the cartridge and connector, and completed a supply change. Symptoms included hyperglycemia with a reported maximum blood glucose of 400 mg/dl lasting about 12 hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with the issue resolved after changing disposable components. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.